Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 6jan2017 in describe event or problem. No further follow up is planned. Evaluation summary: a male patient reported the injection screw of his humapen ergo ii device was not moving out. He experienced hypoglycemia. Investigation of the returned device (batch (B)(4), manufactured july 2008) found the device met dose accuracy and glide (injection) force specifications. No malfunction was identified. The duration of use was not provided by the patient; however, based on the amount of time elapsed since the device was manufactured (july 2008), it is likely the patient used it beyond its approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. It is likely the patient used the device beyond its approved use life. This may not be relevant to the hypoglycemia since the device met dose accuracy specifications. In addition, the patient reused needles; needle reuse may not be relevant to the event of hypoglycemia.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned a (B)(6) male patient. Medical history included an adverse reaction taking zhike pill (as reported) for decreasing blood glucose and it was not effective. His diabetes led to that he could not see clearly and his illness condition was gradually aggravated. He did not have any risk of factor associated with an increased risk of macular degeneration and had no evidence of macular degeneration prior treatment. Concomitant medications included acarbose for unknown indication. The patient received human insulin (rdna origin) injections (humulin r, 100 u/ml) from cartridges via reusable pen (humapen ergo ii), 9 in the morning, 8 in the afternoon and 7 at night (units were not provided), subcutaneously, for the treatment of diabetes mellitus, beginning approximately before 2006. In 2012, six years after the beginning of human insulin treatment he was diagnosed with fundus jaundice disease. This event was considered to be serious due to its medical significance. In (B)(6) 2016, the patient was careless and he injected himself an excess of his human insulin dose. He injected 28 iu and experienced hypoglycemia. Due to that, he was hospitalized. He was discharged after ten days. Information regarding corrective treatment was not provided. In (B)(6) 2016 human insulin treatment dosage was changed to 9 in the morning and 6 at night (units were not provided) and the physician prescribed him acarbose. Since an unknown date, while on treatment he had experienced cataract and macular degeneration (onset dates were not provided). He did not know which type of macular degeneration he had and did not provide his visual acuity. The macular degeneration was considered serious due to medical significance. Information regarding further corrective treatments and outcome of the cataract and macular degeneration events was not provided. As of (B)(6) 2016 he had recovered from the rest of the events and human insulin treatment was ongoing. On (B)(6) 2016, he reported that the injection screw of his humapen ergo ii could not be moved (product complaint [pc] 3827298/ lot 0807d02). There was no foreign material in the humapen ergo ii. He reused needles for three to four times. The cartridge was installed and cartridge holder was attached well. The prime process was done before each injection. The call center was unable to resolve the complaint, so the he wanted a new humapen ergo ii. He obtained a new humapen ergo ii in (B)(6) 2016. On (B)(6) 2016, he did not administer human insulin because the injection screw would not move for the new humapen ergo ll would not move ((B)(4)/ lot 1403d02). He attempted to prime the device but was unsuccessful. He wanted a new humapen ergo ll, and an appointment was made to obtain a new humapen ergo ll. The operator of the humapen ergo ii was the patient and his training status was unknown. The humapen ergo ii model duration of user and the suspect humapen ergo ii/(B)(4) duration of use were not provided. The humapen ergo ii/(B)(4) was returned on 16nov2016, and no malfunction was found. The suspect humapen ergo ii/(B)(4) was in use for less than 20 days, and was returned on 05-dec-2016. The reporting consumer did not provide an assessment of relatedness between the events of cataract, drug dose omission and macular degeneration and human insulin treatment; assessed the remaining events were not related to human insulin treatment, and did not provide an assessment of relatedness between the events and humapen ergo ii devices. Update 29-nov-2016: additional information was received from initial reporter via psp on 25-nov-2016. Added the non-serious event of cataract and the serious event of macular degeneration. Upon review, age of the patient was changed from 83 to 77 years. Updated narrative accordingly. Update 05-dec-2016: additional information received from the initial reporter via a psp on 02-dec-2016. Added risk of factors as medical history and details of macular degeneration event in narrative. Updated onset date of jaundice disease event. Updated narrative accordingly. Update 12-dec-2016: additional information was received from the initial reporter on 05-dec-2016. Added one non serious event of drug dose omission and a second suspect humapen ergo ll device. Updated narrative with new information. Update 15-dec-2016: no further changes were made in the case. Edit 16-dec-2016: upon internal communication on 15-nov-2016 a (B)(4) was already processed accordingly. No more changes were made to this case. Update 16-dec-2016: information regarding (B)(4) was arrived. No further changes update 13-jan-2017: upon review, the case was opened to add product complaint numbers and complaint descriptions to the narrative; product complaint use was added to the narrative; and the return dates of the devices were added. Update 16-jan-2017: additional information received on 16-jan-2017 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the improper use and storage to yes; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned a (B)(6) male patient. Medical history included an adverse reaction taking zhike pill (as reported) for decreasing blood glucose and it was not effective. His diabetes led to that he could not see clearly and his illness condition was gradually aggravated. He did not have any risk of factor associated with an increased risk of macular degeneration and had no evidence of macular degeneration prior treatment. Concomitant medications included acarbose for unknown indication. The patient received human insulin (rdna origin) injections (humulin r, 100 u/ml) from cartridges via reusable pen (humapen ergo ii), 9 in the morning, 8 in the afternoon and 7 at night (units were not provided), subcutaneously, for the treatment of diabetes mellitus, beginning approximately before 2006. In 2012, six years after the beginning of human insulin treatment he was diagnosed with fundus jaundice disease. This event was considered to be serious due to its medical significance. In (B)(6) 2016, the patient was careless and he injected himself an excess of his human insulin dose. He injected 28 iu and experienced hypoglycemia. Due to that, he was hospitalized. He was discharged after ten days. Information regarding corrective treatment was not provided. In (B)(6) 2016 human insulin treatment dosage was changed to 9 in the morning and 6 at night (units were not provided) and the physician prescribed him acarbose. Since an unknown date, while on treatment he had experienced cataract and macular degeneration (onset dates were not provided). He did not know which type of macular degeneration he had and did not provide his visual acuity. The macular degeneration was considered serious due to medical significance. Information regarding further corrective treatments and outcome of the cataract and macular degeneration events was not provided. As of (B)(6) 2016 he had recovered from the rest of the events and human insulin treatment was ongoing. The operator of the humapen ergo ii was the patient and his training status was unknown. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were not provided. The action taken with the suspect humapen ergo ii was not provided and its return was not expected. The reporting consumer did not provide an assessment of relatedness between the events of cataract and macular degeneration and human insulin treatment; assessed the remaining events were not related to human insulin treatment, and did not provide an assessment of relatedness between the events and humapen ergo ii. Update 29-nov-2016: additional information was received from initial reporter via psp on 25-nov-2016. Added the non-serious event of cataract and the serious event of macular degeneration. Upon review, age of the patient was changed from (B)(6). Updated narrative accordingly. Update 05-dec-2016: additional information received from the initial reporter via a psp on 02-dec-2016. Added risk of factors as medical history and details of macular degeneration event on narrative. Updated onset date of jaundice disease event. Updated narrative accordingly.